Manufacturer narrative:
With review of the available information ,there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, bleeding, sepsis is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains with patient.

Event description:
It was reported from the site that the patient was implanted (B)(6) 2016 for bridge to transplant and was stated to have decompensated quickly and required placement of 5.0 impella due to right heart failure from (B)(6) 2016. Patient was stated to have been removed from the transplant list due to being too sick. It was stated that the patient's condition was deteriorating and family discussed withdrawal of care. On (B)(6) 2016 it was stated that the patient died and the official cause of death was multi-system organ failure. The site stated that there would be no autopsy done on the patient and that the site would dispose of the peripherals. It was stated by the physician that the cause of death was not pump related. No additional information available.